Event description:
Six months after the procedure, in-stent restenosis was found. It was treated and in-stent restenosis was found three months later.

Manufacturer narrative:
As reported by the post market 2000 study, this patient initially presented with 2-vessel disease. Pre-procedure medications included aspirn 100mg/day, cilostazol 200mg/day and ticlid hydrochloride 200mg/day. Intra-procedure medications included heparin 9000 units, aspirin 100mg/day, cilostazol 200mg/day and ticlid hydrochloride 200mg/day. Pci was performed on a 48.9% stenosed lesion in the proximal right coronary artery (rca) and a 48.5% stenosed lesion in the distal left circumflex (cx). Direct stenting was conducted with a 3.0x13mm cypher stent at 16atm. Post-dilation was conducted with a 4.0x12mm balloon at 24atm. Then a 3.0x23mm cypher stent was deployed in the distal left circumflex, the study target site, at 16atm. Post-dilation was conducted with a 4.0x12mm balloon at 18atm. Ivus was conducted. The residual diameter stenosis measured 28.8% in the proximal rca and 24.5% in the distal cx. Timi iii flows were recorded pre and post-procedure, in both lesions. Post-procedure medications included aspirin 100mg/day, cilostazol 200mg/day and ticlid hydrochloride 200mg/day. Three months later, coronary angiography was conducted and a 90% stenosed and diffuse lesion was observed in the mid-to-proximal left anterior descending artery (lad). The patient did not have any symptoms. One week later, to treat stenosis, pre-dilation was conducted with a 2.5x15mm balloon at 12 atm. Then a 2.5x28mm cypher stent was deployed at 12 atm in the mid lad. Then a 3.0x18mm cypher stent was deployed at 14 atm in the proximal lad. Post-dilation was conducted with a 3.0x20mm balloon at 12 atm. Residual diameter stenosis measured 0%. The patient was in stable condition and was discharged from the hosp. Add'l details regarding this procedure are not available. Six months later, follow-up angiography was conducted and restenosis was observed in the mid to proximal lad. The patient did not have any symptoms. Approximately one month later, to treat the restenosis at the proximal lad, a 3.5x10mm cutting balloon was conducted at 5 atm. To treat the mid lad, a 3.0x10mm cutting balloon was conducted at 7 atm. There was 90% stenosis pre-procedure and 25% post-procedure. The patient was in stable condition and was discharged from the hosp. Intra-procedure medications included heparin 6000 units. Post-procedure medications remained unchanged. Three months later, follow-up angiography was conducted and 90% restenosis is the proximal lad and 75% restenosis was observed in the mid lad. Dca was done to treat the restenosis was the proximal lad. To treat the mid lad, a 3.0x10mm balloon at 10atm was used. Residual diameter stenosis for both lesions was 25%. Intra-procedure medications included heparin 7000 units. Post-procedure medications remained unchanged. Please note that this product, (cjs18300, lot no. I0705030) is not distributed in the united states. However, it is similar to the us distributed device, cxs18300. It is also not available for testing and evaluation. A male patient with a history of angina, previous mi, previous pci (cypher stent implants in the proximal rca and distal circumflex) and hypertension experienced a recurrent episodes of restenosis post cypher stent implantations. Initially, the patient appears to have been admitted for a protocol-driven angiogram that revealed new stenosis of his proximal to mid lad. He was symptom-free at this time. He was discharged from the hospital at this point and returned for treatment nine days later for treatment of this lesion. This patient's history puts him at increased risk for mace. Pre and intra procedural medications appear to have included asa, ticlid and heparin. The performance or recording of acts was not reported. The proximal to mid lad was described as 90% occluded and diffusely diseased. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 2.50x28mm cypher stent at a maximum inflation pressure of 12atm in the mid lad. This was followed by the more proximal placement of a 3.00x18mm cypher stent at a maximum inflation pressure of 14atm. It is not known if the stents were placed in an overlapping fashion or not. The stents were then post-dilated for a residual stenosis of 0%. The patient was discharged from the hospital in stable condition on medications that included asa and ticlid. Five and a half months after the index procedure, a repeat angiogram revealed a 90% restenosis of the cypher stents that had been implanted in the proximal to mid lad. The patient was symptom free at this time. The cypher stents implanted in the proximal rca and distal circumflex were patent. The pt returned one month later for treatment of this event. The stents were treated with cutting balloon for a resultant residual stenosis of 25%. The patient was discharged from the hospital two days later in stable condition. Nine and a half months after the index procedure, the patient underwent a repeat angiogram that again revealed a 75%-90% restenosis in the proximal to mid lad stents. Again there was no problem with the cypher stents implanted in the proximal rca or distal circumflex. The restenosis was treated two days later with directional atherectomy and cutting balloon with a resultant residual stenosis of 25%. Five days after treatment, the patient was discharged from the hosp in stable condition. The products remain implanted in the patient and are thus not available for evaluation. Restenosis is a known potential adverse event post stent implantation. According to the procedural physician, the restenosis is not related to a defect of the cypher stent. Based on the info provided, it is not possible to draw a conclusion about a relationship between the devices and the events. However, there are patient, vessel, procedural and possible pharmacological factors that may have contributed to these events. (More)